Manufacturer narrative:
UDI:(B)(4). Concomitant medical products and therapy dates: burr devices, attachment devices. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device locking and unlocking issue was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed all assessments; however, during the temperature testing the device was noisy and it failed vibration assessment. It was further determined that the bearings were contaminated. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an issue of locking and unlocking the attachments and locking the burr devices into place. During in-house engineering evaluation, it was observed that during the temperature testing the device was noisy and it failed vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.